Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydro area in the unicel dxc 800 pro synchron chemistry analyzer was leaking water after maintenance was performed on the laboratory's external di water supply. Customer turned off water inlet line valve/knob on the instrument. The customer stated that no maintenance or other procedure was done on the instrument at the time the water supply maintenance was performed. No injury was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the button on the di water inlet valve was "stuck" in the depressed position, causing the water reservoir to overfill. The fse pulled the button out and primed the system; no further leaking was observed. Repair was verified per established procedures.